Event description:
The customer received a blood glucose reading of 134mg/dl from his contour and a reading of 76mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer's test strips were returned for evaluation. Replacement test strips were sent.